Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence, as there was lack of cuff urethral coaptation, and migration of the pressure-regulating balloon (prb). The prb migrated from sub-transversalis fascia to the pre-transversalis fascia. A surgical procedure was performed, wherein the existing aus device was removed and urethral atrophy was observed, therefore, no new device was implanted. No additional patient complications were reported.